Event description:
Material# 329515 material name - pen needle autoshield duo 30gx5mm USA material lot# unknown complaint description: on po (B)(4) we have had 3 incidents where the needle inside the insulin pen was bent and caused delivery issues.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device is not available.